Event description:
Lawsuit alleges plaintiff's injuries included: capsular contracture, severe breast pain, development of lumps, severe calcification, implant rupture, development of silicone leakage, extensive cosmetic damage, anxiety and depression, loss of breast sensitivity.